Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable was cut and the rear pulse wire was severed. The root cause for the cut trunk cable was physical abuse no adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient reported "adjust belt" messages.